Event description:
In 2000, the end-user called minimed, USA, and stated that the tubing had detached from the luer connection. As a result of this incident in the middle of the night, the end-user's blood glucose level was very high the next morning. In 2/9/2001 maersk medical rec'd the complaint, the used tubing and 3 unused infusion sets from the same lot number. The incident took place in USA.